Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-jan-2024, it was reported that the infusion set tubing was leaking at site location when delivering insulin in boluses larger than 3 units, which caused the patient blood glucose elevated to above 200 mg/dl. The set was in use for around two days. No further information available.